Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged plunger case. A 'back-up audible alarm post error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the main board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an alarm even after changing the speaker. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.